Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the user was at around 3,600 feet altitude. The user was unsure of their blood glucose level; however, stated that they were fine. The user cleared the alarm and insulin delivery was resumed.